Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of less than 40mg/dl, associated with an alleged history/settings issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the pump basal rate. The patient alleged the insulin on board function was no working which attributed to their swings in blood glucose. The pump was reviewed and the patient¿s insulin on board function was set to off as were their reminders and for bolus and blood glucose checks. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.